Manufacturer narrative:
Based on advisement from recall coord, we were instructed to this MDR for notification purposes. The device was not returned to the MFR for eval. It is possible that the cutting tip geometry was not present as specified per print.

Event description:
It was reported that the 14mm lt reamer would not cut bone during reaming. The instrument was replaced, and no pt complications were reported.